Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device had unintended activation/motion, the motor was worn, and the device was making excessive noise. It was further determined that the device failed pretest for check function and direction of rotation. It was noted that the device was making an unusual noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on an unknown day in may 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.